Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The heartmate 3 instruction for use lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was also treated with inhaled prostaglandin and nitric oxide. The site additionally reported that the patient was extubated and off nitric oxide on (B)(6) 2017, not (B)(6) 2017.

Manufacturer narrative:
During review it was noted that the code for right heart failure was missing from the report. The treatment was reported in the initial and the diagnosis was reported as part of the investigation. A correction report is being sent to code for heart failure in order to align with the investigation results and treatment that was previously reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 days. No further information provided. A supplemental report will be submitted when the investigation results become available.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient became unresponsive when getting up to the chair and was returned to bed. The patient was intubated and defibrillated out ventricular tachycardia. Dobutamine, inotropes, and lasix were given to the patient. The patient is extubated on (B)(6) 2017 and inotropes were stopped with stable rhythm.